Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample., and no similar complaints have been received from other hospitals regarding this batch of products. Since no defective sample has been received for further testing, and the usage of the sample is unknown, so the root cause of the prn leakage cannot be determined. The plant will continue to track and monitor such defects.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The patient was admitted for ¿coughing with phlegm and wheezing for one week.¿ the outpatient department suspected bronchiectasis with infection and admitted the patient. At 8:40 am on november 3, an intravenous catheter was inserted. When the infusion set was connected to the catheter and the valve was opened, leakage was observed from the heparin cap. The catheter was replaced and the puncture was performed again.